Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown head; unknown cup; unknown liner. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial total hip arthroplasty, the stem did not seat properly after implantation. The surgeon took out the implant and proceeded to broach to a larger size. After additional bone removal, the surgeon was able to implant the original stem. Attempts have been made and additional information on the reported event is unavailable at this time.